Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Caller was assisted by technical support in loading new cartridge using proper technique, successfully resumed insulin therapy, and no additional information was available regarding original cartridge lot number.